Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35 x 2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to stent strut rows 19 and 23 (counting from the distal end of the stent). Struts from row 19 were lifted and bent back in a distal direction. Struts from row 23 were lifted. The crimped stent outer diameter of the undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35 x 2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.